Manufacturer narrative:
Add narrative: philips has investigated this complaint. According to the additional information collected, the reported problem occurred during an elective coronary procedure. The procedure was completed using a wired footswitch. A philips engineer inspected the system onsite and confirmed that after a restart of the azurion system the wireless footswitch was operational again. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction/field safety corrective action (2021-igt-bst-020). Corrected data: codes updated.

Event description:
It has been reported to philips that the wireless footswitch did not work. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.